Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies have been requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
On 09/18/2017 endologix received a medwatch form from the implanting facility stating that a (B)(6) year old male admitted with ruptured aaa status post repair in 2013 with an endologix graft. Patient would not survive without intervention and family asked to proceed with aggressive measures to save his life. Patient did not survive the surgery. Graft removed with evidence of failure.

Manufacturer narrative:
At the completion of the clinical evaluation, based on the information received there were substantial evidence to support the following reported events; ruptured aortic aneurysm, endoleak type ib from the right common iliac artery (reported in a separate report), endoleak type iiib cuff (reported in a separate report), and stent buckling of the main body. Clinical evaluations was unable to find substantial evidence to support the following reported events; intraoperative death. The main cause of the compromised stent graft integrity (stretched and breached fabric) of the suprarenal cuff was the strata material in combination with the moderate aortic and left iliac tortuosity (anatomy-related). The early, unresolved main body stent buckling of the main body stent, and overcrowding of the inferior stent margin of the cuff (caused by an oversizing of the cuff [off label]) were evidence of intentional user-error. These conditions along with the aortic remodeling and loss of adequate overlap also contributed to this event. Procedure-related harms could be not be identified due to the lack of medical information surrounding the repair event. Associated clinical harms for this device malfunction included: sac growth; type iiib endoleak of the cuff; surgical conversion and intraoperative death. Reportedly, the patient did not survive the surgery. The review of manufacturing lot confirmed all devices met specifications prior to release. Devices remain implanted in the patient and were not returned, no evaluation completed. This complaint is not CAPA eligible at this time. These types of events will be monitored and trended as part of the quality system.